Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to foreign matter becoming adhered to the surface and the communication status with the system became temporarily unstable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was not confirmed. The only issue found was the bending section cover adhesive was missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The distributor reported on behalf of the customer, during preparation for use, the endoeye flex deflectable videoscope presented an image defect/no image. No patient harm reported.